Manufacturer narrative:
Based on information received following submission of the initial report, the lot number was updated the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the returned cassette position 3 identification (ID) tab on the pinch plate was broken off. This observed is a known issue where cassettes were found to be recognized as a ¿posterior cassette with manual stopcock¿ (incorrect) during setup. However, during fluid air exchange (fax) mode, fluid (instead of air) will continue to flow, as described in this reported event. Although the console recognizes the cassette as a posterior cassette type, the broken position 3 ID tab contributes to improper recognition by the console (cassette with manual stopcock). This observed issue will result in no air during fax mode. The investigation identified several potential factors that caused or contributed to this reported event. These include: procedural gaps regarding post-inspection instructions, physical impact during storage and material movement of the pinch plate and/or cassette, and stress points due to limited surface area on the identification (ID) tab. Action was taken to determine root cause and implement appropriate corrective action. To address root cause procedural enhancements were added to the visual inspection instructions for more control of non-conforming product and finite stress analysis will be performed that will aim on reducing the potential stress points on the ID tabs. Will take action for any future occurrences as is deemed necessary. No further action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that the cassette line was obstructed and did not infuse air during vitrectomy surgery. The procedure was completed after the pack was replaced with another one. The patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).